Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "reporter stated that she will have to plug and unplug the ot verio iq meter in order for her to be able to test the customer". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.